Manufacturer narrative:
(B)(4).batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Two photos were provided. Upon visual inspection of two photos, the following was observed: the photos show a device from jaws area with a gold reload loaded and the knife can be seen advanced and the anvil partially open. Based on the photos the event describes are confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a video-assisted thoracoscopic radical resection of lung cancer, could not fire further after fired 1/2, and could not open the jaw. The device was tried many times and it still did not work. At last, the surgeon cut the surrounding tissue and removed the device. Noted that the device damaged. There were no adverse consequences to the patient. No additional information could be provided.